Event description:
It was reported that this pacemaker system was exhibiting right ventricular (rv) lead and low heart rate below 40 bpm. This pacemaker system remains in service. No additional adverse patient effects were reported.